Event description:
The account alleged self-run of the head of the bed. The head of the bed would run down on its own while pt was in the bed. No reported injury.

Manufacturer narrative:
The account ordered the power control board with pt position module and scale. No further info is available on the repair of the bed at this time.